Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a disconnection of the supply bag from the line was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill one on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the technical service representative (tsr) discovered that a supply bag had disconnected without falling. The tsr assisted the patient in clearing the alarm and advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.